Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pt reported an unk high result, said she took insulin based on the reading and the reading dropped to 28 mg/dl. She said the paramedics were called and she was given dextrose. She said that on another occasion on (B) (6), she also took insulin (10 units of humalog) based on an unk high reading before bed and at 4:50 am, her blood sugar read 40 mg/dl. She says she woke up hitting her husband and he called the paramedics and was given dextrose again. She also gave examples of other instances when her readings were higher than expected and then fell to a level she thought was very low, prompting her to drink orange juice. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt said the meter read inaccurately high, took insulin based on the results, and suffered symptoms of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.